Event description:
It was reported by customer that they had been hospitalized for low blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 44 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer declined troubleshooting and device was alarming button error. Customer stated being uncomfortable with the device and would like it replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be performed, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test, due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.